Event description:
It was reported that this patient was scheduled for a generator replacement due to the generator showing an indicator of near end of service (neos) = yes. The patient began experiencing an increase in seizures that was above pre-vns baseline. Therefore the patient's surgery date was expedited to quickly get a generator replacement. The patient's generator replacement occurred successfully. The explanted generator has not been received to date. No other relevant information has been received to date.